Manufacturer narrative:
Device analysis summary: no defect observed.

Event description:
Healthcare professional reported the event of one syringe of juvederm® ultra xc had ¿the needle came out in the patient and spilled out all over [the patient's] face.¿ patient contact was made during injection. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvederm ultra xc had "the needle came out in the patient and spilled out all over [the patient's] face." Patient contact was made during injection. Packaged needle was used.